Event description:
The physician was unable to deploy the stent at the lesion so the delivery system was removed from the patient. Following the removal of the stent delivery system, the stent prematurely deployed. There was no clinical consequence or impact to the patient.

Event description:
The physician was unable to deploy the stent at the lesion so the delivery system was removed from the patient. Following the removal of the stent delivery system, the stent prematurely deployed. There was no clinical consequence or impact to the patient.

Manufacturer narrative:
Additional information was requested from the user facility and from the responses received, it was determined that continuous flush was maintained, the lesion was 95% stenosed and at no time could the stabilizer advance toward the proximal end of the stent. A review of the device history record (DHR) was performed on this batch and no issues or discrepancies were found. The DHR review showed that this device met all required specifications upon its release. Analysis of the stent system found the outer body stretched on its proximal shaft 5.0cm distal to the strain relief and compressed on its distal shaft at 13.0cm from the distal end. The outer body was also compressed on its proximal shaft. The inner body was separated at the middle junction and severely kinked, compressed and stretched along its length. The inner body's distal shaft had been separated distal to the bumper marker. The root cause of premature deployment during use cannot be definitively determined. Possible causes are: failure of the user to sufficiently tighten the rotating hemostasis valves (rhvs), using the inner body to advance the system, excessive interference between the guidewire and stent, and damage to the outer body caused by excessive force. There is no indication of misuse, user error or mishandling. The available information indicates that the stent prematurely deployed inside the guide catheter after the system had been advanced through tortuous anatomy and repeated attempts to maneuver the stent system. Therefore, it can be concluded that friction built up in the stent system and during repeated attempts to advance the system through tortuous anatomy, the stent inadvertently deployed. As this cause is considered to be anatomical in nature, a root cause of operational context has been assigned.